Event description:
We received a report that during the implantation of a tecnis za9003 the trailing haptic became shorter than the usual size. The incision was enlarged from 3.0mm to 3.2 or 3.5 mm, the device was removed and a back up intraocular lens was implanted. No suture was required to close the wound and the patient is reported to be fine.

Manufacturer narrative:
The lens was not returned for evaluation. However, a photo was provided and evaluated but could not determine the lens condition. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Added information: the intraocular lens was discarded due to the patient had an infectious disease. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.